Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2023, the patient¿s sensor failed. Moments after the sensor failed, the patient began experiencing dizziness, weakness, and then fell over and lost consciousness. The patient tested his blood glucose (bg) meter reading which was ¿over 400 mg/dl¿. Of note, the patient was also wearing a tandem insulin pump. During the follow up call on (B)(6) 2023, the patient mentioned that prior to the incident, he gave himself 60 units of humalog insulin via his tandem pump, but it did not bring his glucose values down therefore the patient's father called an ambulance, and the patient was transported to the hospital. At the hospital, the patient was diagnosed with diabetic ketoacidosis. The patient¿s bg meter reading was tested again at the hospital and was still ¿over 400 mg/dl¿. The patient was treated with pain medication and insulin but does not recall the specific amounts given. There was no information provided by the patient regarding the result. At the hospital, the patient also had an x-ray done as a precaution due to the fall. The patient was discharged home 6 days later (B)(6) 2023. At the time of the report, the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.